Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unspecified mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent primary breast reconstruction with a 405cc mentor memorygel xtra breast implant on the right breast. Post-operatively, the patient underwent breast implant removal and replacement surgery for an unspecified reason on (B)(6) 2025. During removal, the right implant was identified to have two dark spots that were moving around and had a milky look. Subsequently, the implant was replaced with an unspecified mentor gel implant.

Manufacturer narrative:
On may 30, 2025, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, mentor also received additional information which indicated that the patient also experienced right breast capsular contracture, and might be the initial reason for the explantation surgery. Lastly, the patient's implant was replaced with another mentor gel implant.

Manufacturer narrative:
On september 29, 2025, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection, leak testing, material evaluation, and microscopic examination of the returned device. Visual analysis of the returned device revealed that the breast implant appears white and had two black spots inside the implant. In addition, the black spots were measured with a calibrated tappi chart and the size was approximately 2 mm² (0.02 cm²) . Leak testing was performed, in accordance with mentor procedures, and four tears (a, b, c and d) were noted on the anterior view, measuring approximately 0.1 cm the tear a and less than 0.1 cm the tears b, c and d. Additional investigation was performed to identify the chemical composition of the foreign matter and the results revealed that unknown particles exhibited mainly biological and silicone material vibrations; however, other observed vibrations could not be assigned to a different material due to lack of infonnation. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. The identification and characterization of the black spots observed were compared to an existing toxicology report. The assessment concluded that the identified material, will not alter the biocompatibility profile of the finished product. The mentor microbiology department provided the device's sterility assurance records. The lot met all the sterilization parameters required to provide sterility assurance before release for distribution. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. Discoloration of the implants as observed in the samples returned is related to the concentration of the triglycerides in the gel fillers and their degree of unsaturation. This finding is consistent with the reported discoloration of breast implant silicone gel in vivo in the scientific literature. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet as part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now.